Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of two devices. The returned needle was received with a broken tip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the tip can cause damage. It¿s recommended that the needle is grasped in the middle where the diameter is thickest. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there were 2 of out the 5 needles that broke at the tip. The tip of the needle disengaged into the patient and it was retrieved by the physician with graspers. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.